Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device's configuration setting was set to default instead of the customer's preferred settings. Therefore, the dotted baseline (no ECG) seen in manual mode was a normal function of the device. However, the customer was not familiar with the way the device was functioning. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.